Manufacturer narrative:
D10: 244-24-11: optetrak hi-flex tibial insert sz 4 11 mm: serial number (B)(6). H10: multiple MDR reports were filed for this event, please see associated report: 1038671-2022-00964. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. A definitive root cause was unable to be determined; however, the prosthesis wear may have been the result of excessive posterior slope of the tibial tray, malalignment between the femoral and tibial components, third body wear, instability, patient-related conditions, or any combination of these possibilities. An additional contributing factor to the tibial insert damage may have been the result of being packaged in a non-conforming vacuum bag for more than five years. The aseptic (non-infected) tibial loosening may have been the result of an insufficient bond between the tibial tray and the bone. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total knee arthroplasty on the right side. Subsequently, the patient experienced pain. As a result, approximately seven years and ten months post-surgery, the patient underwent a revision. It was noted that the polyethylene implant had significant wear, and the tibial tray was found to be loose. Patient was last known to be in stable condition following the event. No further impact to the patient was reported. No additional information is available. This is report 1 of 2 for this event/patient.